Manufacturer narrative:
Eval summary: evaluation was completed and the reported condition was confirmed. Review of the complaint history reveals similar battery reports have been rec'd for this product. There is a CAPA, mdq-CAPA-132, open to investigate this issue.

Event description:
The device was returned for service. During service testing, baxter service technician reported that the device had depleted batteries. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.